Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Event description:
After being informed about the architect ipth assay quality issue, patient christine johnson contacted abbott regarding falsely elevated architect ipth results generated for her sample in (B)(6) 2013. The patient was misdiagnosed with a parathyroid disease which led to several unnecessary blood tests and scans. The patient was asked what scans she received but was unable to provide any further information. The patient requested her laboratory results from her physician and this ticket will be updated should the laboratory results become available. The patient was instructed by her physician to restrict dairy products and was given vitamin d supplements. The patient was scheduled to consult with a surgeon and a cardiologist. The patient was called in (B)(6) 2014 to return for a blood test which revealed normal ipth results. No surgery was performed on the patient and no adverse impact to patient health was reported. The patient is requesting monetary reimbursement for her copays, travel costs, and time.

Manufacturer narrative:
False positive result. No consequences or impact to patient. This report is being filed on an international product, architect intact pth, ln 08k25-20, that has a similar product distributed in the us, architect intact pth, ln 08k25-27. Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
A correction has been added, product list number-size code has been corrected from 08k25-25 to 08k25-27.